Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the enteral feeding pump failed the rotor test.

Manufacturer narrative:
This incident was inadvertently assessed as a reportable event however based on all available information it is not a reportable event. This regulatory report will be closed and no further reports will be forwarded.

Event description:
The customer reported the enteral feeding pump failed the rotor test. Upon triage, service found a delayed alarm.